Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a stage 1 procedure for a trial stimulator and after, had a large red and raised area (redness and rash) beneath their dressings. An infection was suspected and the patient was advised to reach out to their physician. The patient was prescribed antibiotics and was reported to be doing better. The patient had a tined lead and percutaneous extension pulled on (B)(6) 2025 when the trial stimulator had already been disconnected previously by the patient. The patient rash has cleared up now and no part of the device is remaining in the patient.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This report is being filed for a correction to field (b5) incident description and the h6: evaluation conclusion codes was updated.

Event description:
It was reported that a patient had a stage 1 procedure for a trial stimulator. The patient noted a large red and raised area (redness and rash only) beneath their dressings. It was suspected there was an infection. It was recommended for the patient to reach out to their physician. After, the patient was prescribed antibiotics. The patient is doing much better. The patient had tined lead and percutaneous extension was pulled on (B)(6) 2025. The trial stimulator was already disconnected previously by the patient. No part of the device is remaining in the patient. It is not known if any medication was prescribed to the patient for the redness. The patient is doing much better. It has been noted the patient was on an antibiotic, but they did not know which one. The patient rash is cleared up now.